Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella cp was inserted, and support was started. Flows were noted to be suboptimal. Confirmed with fluoro and a kink in the catheter was noted. Impella will not flow above p4. The medical doctor made the decision to continue with the flow that was being achieved. There was no patient harm.

Manufacturer narrative:
The investigation was completed and no product was returned. Product damage (catheter kink): the cause of product damage catheter kink cannot be determined since insufficient clinical details were provided. Low pump flow: no product was returned. Patient had low pump flow due to catheter kink. No logs are available for this product. The cause of low pump flow cannot be determined since insufficient clinical details were provided. Device history review was completed and passed all post sterile inspection checks.